Event description:
The physician experienced very slow deflation of the firestar balloon. The case involved a male patient involving a blockage in the right coronary artery (rca). The blockage was between 70 and 80 percent stenosed in the mid portion of the vessel. The fire star balloon was pulled and visually looked to be in normal order. The prep was performed to standard and normal contrast was used with an inflation device (brand unknown). There was no tortuous anatomy as the balloon approached the lesion, upon inflation, the lesion did not look to be calcified. The balloon was then inflated to nominal pressure, which looked to be at normal speed. Upon deflation, the balloon was very slow to deflate. The doctor inspected the inflation device, the contrast, and any other obstruction, where he found all to be normal. He then went up with the balloon a second time in which he received the same result. The doctor then used a competitor's balloon to finish case with no incident.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.